Event description:
The olympus representative reported, the endoeye flex 3d deflectable videoscope presented no image while being used with a standard set. The issue was found in an olympus loaner center. No patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The image was noisy due to defective image sensor. The light guide tube was wrinkled. The angulation lock position was offset. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The image was noisy due to defective image sensor. The light guide tube was wrinkled. The angulation lock position was offset. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported, the endoeye flex 3d deflectable videoscope presented no image while being used with a standard set. The issue was found in an olympus loaner center. No patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to determined. However, likely causes include: (1) internal ccd (charge-coupled device) cable was damaged by applying stress such as coiled up universal cord small; (2) video connector was plugged/unplugged while system was powered on; and/or (3) ccd or video connector was broken by electrifying with dust, dirt, moisture, etc. Adhering to contacts. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use: dangers, warnings, and cautions: - do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Olympus will continue to monitor field performance for this device.